Event description:
It was reported that the printer was not operational and would not print or advance paper. The status indicated "overheated." There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer would not print and had a printer overheat message in the print queue. A capacitor on a printed circuit board was found to be burnt.